Event description:
It was reported that during that during a sleeve gastrectomy procedure, the device fired fine with the cutline and staple line complete. When they were removing the cartridge from the device, the metal bottom of the device stayed in the device. A grasper was used to pull the metal piece of the cartridge out of the device. The device was reloaded and fired as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was received fully fired and with the pan detached. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.